Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: left axillary active can positioning markedly reduces defibrillation threshold of a transvenous defibrillator failing to defibrillate at maximum output. Heart rhythm case reports 2019;5:36¿39. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained a case study regarding implantable cardioverter defibrillator (ICD) positioning reducing defibrillation threshold (dft) at maximum output during dft testing. It was reported that 6 years after ICD implant, the patient returned for battery replacement. It was observed that the patient's left ventricular size, function, and ejection fraction remained stable and unchanged. The patient underwent dft testing with their new ICD which failed, thus the patient had to be externally defibrillated. The polarity was reversed, reprogramming was done a couple times, and in each of three intervention attempts, the device failed to defibrillate the patient at maximum output. The physician decided to move the new device more inferiorly and laterally, between the anterior to mid axillary line. Dft testing was performed and was successful initially and again during a one month follow up. The patient also reported that the new position was much more comfortable compared to the subclavian position. It was further noted that a possible cause of the increased dft could have been due to initial proximal positioning of the right ventricular (rv) lead, however no intervention took place on the rv lead due to potential risk factors. No further patient complications have been reported as a result of this event.